Event description:
It was reported by the perfusionist that the patient was cooking dinner and leaned over stove and he burned his driveline. The outer sheath was burned, as well as a small area of silicone. Driveline wires appeared intact. There is no break in insulation of wires. The following day, the patient came into ER after having 1 electrical fault alarm. Logs files were sent to the manufacturer for analysis. It was decided given the recent history of "burning" his driveline to admit the patient and schedule a manufacturer's field safety engineer (fse) for driveline evaluation and possible splice repair. The fse could not reproduce the electrical fault or identify a break in the driveline. There was extensive damage to the outer sheath but none reaching the internal wiring; however, the wiring was exposed but the wiring insulation appears intact. The controller was exchanged in order to inspect the connector and rule out the controller as a cause of the e-fault. A cleaning was performed with some dust and debris in the connector. A sheath repair was completed using rescue tape. The patient tolerated the 60 second pump off time well. This is report 2 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-01137 and 3007042319-2015-01138) submitted for devices related to the same event. Device has not been received.

Manufacturer narrative:
The product labeling, including the instructions for use and patient manual, include instructions and a caution note regarding regular inspections of the driveline for evidence of cracks, tears, damages and to report any damages to the healthcare provider or vad coordinator. It also provides cautions and instructions on how to secure the driveline and prevention of damages to the driveline. A controller was returned for evaluation. The driveline was not returned for testing as it remained implanted at the time of the event. Review of the manufacturing documentation confirmed that the associated driveline met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an electrical fault alarm of type over current trip. This type of electrical fault alarm is consistent when a short is present between two wires. On-site inspection of the driveline connector by a field engineer confirmed potential contaminants within the driveline connector. As a result, a driveline connector cleaning procedure was performed to mitigate the issue. Analysis of the controller revealed that the device met specifications; the controller passed visual examination and functional testing. Given that the patient experienced significant damage to the driveline, a potential root cause of the reported electrical fault alarm may be attributed to an intermittent short between two exposed wires within the driveline. The root cause of the driveline wire damage can be attributed to the patient accidently burning the driveline. This is one of two reports (3007042319-2015-01137 and 3007042319-2015-01138) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.